Manufacturer narrative:
Complaint (B)(4). Received 43pcs 450230/b23073hh for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were evaluated. One loose holder and one loose quickshield part were found in the returned sample bag. Remaining 42 samples were assembled correctly. Samples were checked both visually and functionally to ensure proper activation of the safety mechanism. All tested quickshields activated correctly with no deviations noted that would lead to the customer described event. The alleged malfunction could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer reported a needlestick occurred after blood collection as they attempted to to activate the safety feature and the safety popped off the holder. The customer advised the needle stick occurred on their left index finger at the palm. The customer advised that the safety device broke off the hub, once safety was activated.